Event description:
It was reported that the wire coating fell off in the right atrium. The patient underwent transjugular intrahepatic portosystemic shunt procedure under local anesthesia. A 300cm v-18 control wire guidewire was advance for use. During guidewire manipulation in the body, the puncture needle removed a portion of the wire's front-end coating, and part of the coating fell off in the right atrium. It was left in the body, as it could not be removed. The procedure was completed with another of the same device. No harm was done, and the patient current condition is stable.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the batch/lot number is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.